Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the image was not available due to an issue with the avc-x component. To resolve the issue, the technician restored a saved backup of the avc-x component. The technician tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel connected to their hexavue ip custom room rack was stuck on a black screen. The user facility elected to use the unit during patient procedures for two days prior to contacting steris for service on (B)(6) 2026. The procedures were completed successfully. No report of injury.